Manufacturer narrative:
The initial report had the incorrect information submitted in the narrative related to the event. The correct narrative information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose for several days. The customer's blood glucose was over 600 mg/dl. Customer was mentioned other blood glucose values such as 256 mg/dl, 600 mg/dl. The customer did experienced symptoms of high blood glucose such as shaking. The customer was treated with bolus. Customer using insulin pump within 48 hours of high blood glucose of event. It was reported that insulin pump had no delivery alarm. Customer reported that the insulin pump was not under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose for several days. The customer's blood glucose was over 600 mg/dl. Customer was mentioned other blood glucose values such as 256 mg/dl, 600 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did experienced symptoms of high blood glucose such as shaking. The customer was treated with bolus. Customer using insulin pump within 48 hours of high blood glucose of event. It was reported that insulin pump had no delivery alarm. Customer reported that the insulin pump was not under delivering. The insulin pump will not be returned for analysis.